Manufacturer narrative:
Site representative reported a complaint that during a spinal fusion case right before they went to acquire the first spin, they received the error message "frame rate below expected levels." The site went ahead and did a spin but the image quality was poor. Re-seating the mobile view station (mvs) umbilical cable and rebooting the system resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Follow-up software investigation revealed the this is a user induced issue. The umbilical cable was not properly seated and it functioned as intended when properly adjusted. Issue was resolved. Software functioning as designed. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site representative reported a complaint that during a spinal fusion case right before they went to acquire the first spin, they received the error message "frame rate below expected levels." The site went ahead and did a spin but the image quality was poor. Re-seating the mobile view station (mvs) umbilical cable and rebooting the system resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.